Manufacturer narrative:
Physio-control further evaluated the device and duplicated the reported issue. It was determined that the cause of the reported issue was due to a loose kep nut on the battery wire harness. This kep nut being loose caused the device to power off. A replacement device had been provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and downloaded the electronic patient record. From the downloaded electronic patient record it was observed that the device had indeed powered off. The reported issue could however not be reproduced. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off several times when they used the device to monitor a patient. There was patient use associated with the reported event however, there was no adverse patient outcome.